Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and unique device identification (UDI). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The patient had right heart failure prior to implantation that was not device related. The patient was discharged on (B)(6) 2024 and remained stable at home. The patient remained on the pump as destination therapy.

Event description:
It was reported that the patient was admitted on (B)(6) 2024 with nausea, vomiting, fevers, chills, and driveline drainage. A computed tomography angiogram (cta) was performed and was negative for abscess. A right heart catheterization (rhc) was completed on (B)(6) 2024 and right ventricular failure was noted. The patient was started on milrinone and lasix (furosemide). The patient was then switched to per os demadex (torsemide) prior to discharge home. The patient was started on cefepime, and vancomycin then later switched to per os doxycycline for long term suppression. Driveline cultures were positive for staphylococcus aureus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Corrected data: d4 (additional device information), h4 (device manufacture date). Manufacturer's investigation conclusion: a specific cause for the reported driveline infection and a correlation to the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. Additionally, a correlation between heartmate 3 lvas, serial number (B)(6), and the reported right heart failure cannot be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1, "introduction," lists the adverse events, including infection and right heart failure, that may be associated with the use of heartmate 3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported driveline infection and a correlation to the evaluation of heartmate 3 left ventricular assist system (lvas), serial number (B)(6), could not be conclusively determined. Additionally, a correlation between heartmate 3 lvas, serial number (B)(6), and the reported right heart failure cannot be conclusively determined through this evaluation. The patient was discharged home and remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) rev. C, and the heartmate 3 patient handbook rev. D, are currently available. Section 1, "introduction," lists the adverse events, including infection and right heart failure, that may be associated with the use of heartmate 3 lvas. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Both the IFU and patient handbook contain various sections regarding infection and how to prevent it. No further information was provided. The manufacturer is closing the file on this event.